Event description:
International affiliate reports l5-l6 instrumentation with the viper system was performed for the patient with lumbar spinal canal stenosis (lscs). Just after the concomitant device screw (expedium cortical fixation screw (cfs)) was inserted at l5 using a viper2 closed screw extension, when the surgeon slightly rotated the screw extension, the screw and extension were disassembled. Due to the incident, the procedure was extended for 40 minutes.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The closed viper2 screw extension was not returned to the complaints handling unit. While it was initially identified that the extension was available, three requests for its return were made without the sample or a tracking number being received. A review of the device history record was performed. No issues were found during the manufacturing and release of this product that could contribute to the problem reported by the customer. This instrument was released accomplishing all quality requirements. A complaint trend analysis was conducted on the specific product code from this complaint file as the product family does not exist for this instrument. No emerging trends were found. Without the instrument, we are unable to confirm the reported issue or identify the root cause. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If the complaint product sample becomes available at a later date, the complaint will be reopened and the product will be evaluated and a follow up report will be filed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.